Manufacturer narrative:
The logs from the navigation system were returned to the manufacturer for evaluation. Analysis found that the behavior was consistent with a known software anomaly in the medtronic navigation software anomaly tracking database. Concomitant medical products: other relevant device(s) are: product ID: 9733763, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that there were difficulties downloading exams over digital intercommunication of medicine (dicom) query retrieve (q/r). It was reported that the patient was selected, "download" was selected, but the retrieving dicom prompt did not appear. A reboot was conducted, and after logging into the cranial application software, the patient was downloaded. There was no patient present when this issue was identified.